Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the presence of a critical battery alarm. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the vad coordinator wanted to confirm the parameters of the patient's back-up controller and connected it to the monitor. The controller was connected to two fully charged batteries but it did not recognize the devices and emitted a high priority alarm. The controller was also connected to an ac adapter but it did not recognize the power source. The controller was not being used by the patient. The controller was exchanged with no consequences.